Event description:
Discordant advia 2120 results were reported. The customer noticed that the barcode reader was loose. The samples were retested and corrected reports were issued. There are no reports of adverse health consequences or pt intervention due to the discordant advia 2120 results.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site. The fse found that the barcode reader had read the sample barcodes correctly but the bracket supporting the barcode reader had been damaged and loosened when the customer had cleaned the barcode reader. The barcode reader was misaligned and the system assigned the sample barcode to the wrong sample. The alarm that would have notified the operator or rack and position errors had been turned off. The instrument has been repaired. The instrument is performing within specifications. No further analysis of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00122 on 09/02/2010. Updated 05/16/2012: the barcode bracket was improved to be more durable and withstand breakage when over-torqued.